Event description:
Ous MDR. An exit block was reported after an implantation time of about 6 weeks. A tear in the sleeve was also complained about.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. There were no deviations from the technical specifications in regard to the electrical properties of the lead. The damages at the outer insulation probably stem from the explantation. The remains of the primary efh and the second efh were analyzed. The analysis of the damage did not result in any indications of manufacturing errors or material defects. Based on the analysis results, no free-of-charge replacement can be offered.